Event description:
According to the reporter, during a appendectomy, there was a damaged seal and there was air or gas leaking from the seal. The inner membrane of the access port broke off and fell into the abdomen of the patient during the procedure. The surgical time was extended 30 minutes or more due to the product problem. The membrane was removed and the abdominal cavity was cleaned with normal saline. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five devices. The event report alleges the products were used in a surgical procedure. The visual inspection of the returned products noted that the circular seal from one of the devices was disengaged. The obturator, cannula and envelope seal appeared intact. The other four devices were received sealed in their packaging. Pmv performed functional testing; all the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.